Event description:
It was reported by the physician that the patient had presented via merlin.net with far-p oversensing with lead noise. There were no other electrical anomalies and the noise was not reproducible via isometrics. The physician turned of the alert for secure sense and the patient would be monitored. No patient symptoms were reported.